Manufacturer narrative:
The lot number was not supplied. A ship history was completed on the part number. The ship history informed us that only one lot of catalog number 14000304 was shipped to this hospital. The lot number is 555001 and was shipped on 9/11/2003. The lot histories were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The complaint sample was not returned for eval. The complaint investigation is inconclusive. The complaint sample was not returned for eval. The exact cause of this complaint is unk. Without the sample angiodynamics is unable to conduct a thorough investigation. A review of the mfg records showed that the lot was manufactured, packaged, and released to specification. The FDA reported the complaint to angiodynamics. The hosp did not notify angiodynamics of the complaint. Based on the info supplied by the FDA report it is known that the catheter was in place for 11 days ((B)(6) 2004). During a phone conversation to the hosp I was informed of the hosp name, told that the piece was removed, no follow up info is available, and that all of the info that was available was on the MDR report. Without the sample and the additional info angiodynamics does not have enough info to conduct a complete investigation or even speculate a possible cause. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Pt with catheterization on pancreatic cyst for drainage. In 2004 catheter was found on the floor of the pt's room. On exam, the catheter tip appeared broken. CT follow up showed residual approx 5 cm in length catheter tip.